Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. The manufacturer's field service engineer (fse) evaluated the unit and verified the reported issue. The fse replaced the central processing unit board to resolve the reported issue. The fse cleared the error logs, reset the serial number, and hours on unit. The unit was tested and was ready for patient use.

Event description:
The customer contacted philips technical support (ts) stating that unit had error code message of backup alarm failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient injury or harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 22jun2019. Date of report: 24jun2019. The central processing unit (cpu) printed circuit board assembly pcba was returned to the manufacturer for failure analysis. A visual inspection of the cpu pcba revealed no evidence of damage or contamination. During testing, it was determined that the cold solder between the braided copper wire and brass plate in the ls1 buzzer caused the backup alarm failure submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.